Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 5th related complaint for needle clog on lot # 8059989. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle clogs during priming with a bd ultra fine¿ pen needles. This occurred on 20 separate occasions during use. The following information was provided by the initial reporter: consumer reported no insulin flow with pen needles during priming. Stated this has happened with approximately 20 pen needles from current box. Stated most recently this happened this morning, he primes before every injection.

Event description:
It was reported that needle clogs during priming with a bd ultra fine¿ pen needles. This occurred on 20 separate occasions during use. The following information was provided by the initial reporter: consumer reported no insulin flow with pen needles during priming. Stated this has happened with approximately 20 pen needles from current box. Stated most recently this happened this morning, he primes before every injection.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10 returned to manufacturer on: 2020-05-19. H.2 device eval by manufacturer?: yes. H.2 device eval by manufacturer?: yes. H.6. FDA patient problem code(s): 2645. H.6. Method codes: 10, 3331. H.6. Result codes: 114. H.8. Usage of device: 61. H.6. Investigation summary: a complaint history check was performed and this is the 5th. Related complaint for needle clog on lot # 8059989. Customer returned four (4) 32gx4mm bd pen needles from lot 8059989 (3 sealed/unused, 1 used). Consumer reported that needle clogs during priming. The three pen needles returned sealed/unused were examined, then tested for flow using a test pen injector: all three pen needles were able to expel properly. Next, the pen needle returned after use was examined, and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defect was observed on these samples. The bent npe cannula would be the cause for no flow through the pen needle, thus, the user would think the pen needle was clogged (as reported). Since the pen needle with the bent npe cannula was returned after use, and no manufacturing defects were observed on the returned samples, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the above, no additional investigation and no CAPA is required at this time.